Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned inside of the bushing with its arms partially closed. It was also noted that the catheter was kinked at the distal section. The device was returned without the over sheath. Microscope examination was performed using high magnification, and it was observed that no evidence of activations had been performed. The clip arms were bent, control wire was kinked, capsule locking tabs were severely damaged and bushing hooks were deformed. Dimensional examination was performed on the bushing outer diameter, and it was confirmed to be within specification. No other issues with the device were noted. Based on the information provided, the device was used with a duodenoscope and in a difficult position, which are factors that could damage the unit, according to the IFU "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device". It is most likely that as a result of the use of the device in a retroflex position, using a duodenoscope (this kind of scope has a curve in the distal section, which could reduce the performance of the device during the procedure), so the device got damaged (catheter and control wire kinked, clip inside of the bushing, clip arms bent, clip assembly deformed) and it caused that the clip may not have deployed correctly. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Based on the evaluation of the returned device, the over sheath was removed from the device before use and duodenoscope was used during the procedure, which are not describe in the indications for use. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was deployed; however, the clip was not able to release from the catheter. Reportedly, they pulled the scope away from the tissue and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: according to the complainant, it was noted that the sheath was removed from the device prior to passing the clip through the scope and the scope used was a duodenoscope . However, per the resolution clip instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. Also, resolution clips are designed to be compatible with forward viewing endoscopes only and these information are not describe in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was deployed; however, the clip was not able to release from the catheter. Reportedly, they pulled the scope away from the tissue and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was deployed; however, the clip was not able to release from the catheter. Reportedly, they pulled the scope away from the tissue and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: according to the complainant, it was noted that the sheath was removed from the device prior to passing the clip through the scope and the scope used was a duodenoscope . However, per the resolution clip instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. Also, resolution clips are designed to be compatible with forward viewing endoscopes only and these information are not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned inside of the bushing with its arms partially closed. It was also noted that the catheter was kinked at the distal section. The device was returned without the over sheath. Microscope examination was performed using high magnification, and it was observed that no evidence of activations had been performed. The clip arms were bent, control wire was kinked, capsule locking tabs were severely damaged and bushing hooks were deformed. Dimensional examination was performed on the bushing outer diameter, and it was confirmed to be within specification. No other issues with the device were noted. Based on the information provided, the device was used with a duodenoscope and in a difficult position, which are factors that could damage the unit, according to the IFU "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device". It is most likely that as a result of the use of the device in a retroflex position, using a duodenoscope (this kind of scope has a curve in the distal section, which could reduce the performance of the device during the procedure), so the device got damaged (catheter and control wire kinked, clip inside of the bushing, clip arms bent, clip assembly deformed) and it caused that the clip may not have deployed correctly. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Based on the evaluation of the returned device, the over sheath was removed from the device before use and duodenoscope was used during the procedure, which are not describe in the indications for use. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.